Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive was hesitating. The case was completed with the same device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.